Event description:
A malfunction alarm, identified as malfunction code 12, was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with a pump reset, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, and the customer acknowledged this guidance.